Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause for fiber breakage, dents and scratches on distal frame, loose and parted light guide adapter, and failed light transmission was traced to component failure. However, the most probable cause for debris under distal cover glass could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited fiber breakage, dents and scratches on distal frame, loose and parted light guide adapter, failed light transmission and debris under distal cover glass. There was no patient involvement.